Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was explanted due to an abnormal increase in atrial and ventricular impedance and threshold measurements.